Event description:
It was reported that during a follow up, egm showed noise on the ventricular channel. Inappropriate shocks were delivered as a result. This lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.